Event description:
Patient reported that insulin from the infusion device is not absorbing into her skin at her infusion set insertion site. Patient stated she noticed moisture at the infusion site and experienced elevated blood glucose levels. Patient reported her blood glucose level reached as high as 27 mmol/l (486 mg/dl) on yesterday; and today her blood glucose level went as high as 25 mmol/l (450 mg/dl). Patient's normal blood glucose level was not provided. Patient stated she believes the insulin is not absorbing into her skin. Patient reported she changed to a new infusion set from the same lot but the issue persisted (moisture at the infusion site and elevated blood glucose level). Patient stated the infusion sites were on opposite sides of her abdomen. Patient reported she was not sure how long the first infusion set had been in use but the 2nd infusion set was in use less than one day. Advised to try an infusion set from a different lot. Patient stated the issue was happening with this particular lot. Patient reported she had no concerns with previous batches. Patient stated she will speak with her diabetes educator regarding the issue. Patient is currently on her backup plan; is injecting at the moment. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leaky at the headset cannot be verified, the head sets meet product specifications. Result three unused returned head sets were visually inspected and tested for flow and tightness. Additionally a connector click test has been done. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.